Event description:
Customer reportedly obtained a result of 5.5 inr on the coaguchek s system while a comparison lab returned as 4.2 inr. No action taken on device result. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
Event occurred in (B) (6).